Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seeing ¿internal device has lost all data.¿ it was noted that the patient was in the hospital for unrelated reasons for 2 weeks. On (B)(6) 2020 the patient called back repeating the same issue. The patient noted while at the hospital for unrelated reasons they had several tests such as an EKG, ultrasounds, and 2 ablation procedures. The patient didn¿t have their external equipment with them so the day before they went to try connecting and received the ¿internal device had lost all data¿ message. The message was explained to the patient and that to clear it they needed to have their implant interrogated at their healthcare provider¿s office. The patient was redirected to their healthcare provider to clear the message. On (B)(6) 2020 the patient noted their healthcare provider¿s office was having a hard time reaching a representative, so an email was sent to the field. No patient symptoms were reported. No further complications were reported.